Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. A review of the downloaded flag files show the patient received seven 150 joule shocks from a declared arrhythmia on (B)(6) 2015 at 23:55:25 and 23:55:54 and on (B)(6) 2015 at 00:11:27, 00:11:48, 00:12:44, 00:13:17 and 00:13:44. The actual pre and post shocks ECG data are not available due to a corrupted sd card. The device was shutdown at 00:14:44 on (B)(6) 2015. The patient passed away in the hospital on (B)(6) 2015 around 2pm. There were no allegation against the lifevest to say that it caused or contributed to the patient's passing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the sd card was corrupted. The corrupted sd card caused the loss of ECG data. The root cause of the corrupted sd card was unable to be positively identified. The corrupted sd card had no impact on the device's ability to detect and treat a patient. Device evaluation of electrode belt (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device mfg date: monitor sn (B)(4): 01/2015 - initial use. Electrode belt sn (B)(4): 10/2012 - reuse.